Manufacturer narrative:
Received only 9 catheters inside the outer box. The reported event was confirmed as manufacturing related. All catheter were still in the original packaging and labeled with similar my lot printed on box label. The quantity of catheters inside the box should have been 10 catheter. The evaluation verified that there were missing catheters packaged in the returned pouches. In-process review noted that reported problem could possibly occur due to operator error during manufacturing. "The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following:"contraindications method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that there were only 9 catheters in the outer box. The defined amount is set at 10 catheters.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as this event is not reportable.

Event description:
It was reported that there were only 9 catheters in the outer box. The defined amount is set at 10 catheters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there were only 9 catheters in the outer box. The defined amount is set at 10 catheters.